Event description:
As reported, the balloon was prepared at the start of the mis procedure following the proper steps, per the IFU, by the scrub nurse. The surgeon placed the endoreturn in the femoral artery, the guide wire with the balloon catheter was placed in the haemostatic valve of the endoreturn to position the guide wire so the balloon could enter. Every step was observed on echo. The inflation of the balloon started well, 30cc of volume in balloon for an aorta of 30mm and a balloon pressure of 453mmhg. The placement of the balloon was observed on echo and looked occlusive and well placed. After opening the atrium, blood was coming back and the heart started fibrillating. The md added some more cc in the balloon so it would be completely occlusive (observed by echo), pressure of balloon above 400mmhg. After some minutes, the balloon pressure drop fast and balloon was entering the operating field and there was electrical activity in the heart. The md added extra cc in balloon and started cardioplegia. He had to repeat these steps several times before the balloon was occlusive. He replaced the balloon several times (deflated balloon) and did the several steps to place the balloon like IFU. Every time the balloon seems to be not occlusive: with electrical activity in the heart and blood in the operating field. He repeated all steps until the balloon was occlusive. He put a total of 90cc in the balloon. After the 90cc, the balloon was occlusive and he could do the procedure without any problems. Only his worries, the balloon pressure was around 220mmhg at the end of the procedure. The procedure went well, no problem for the patient. There was prolonged or time due to difficulty with occlusion.

Manufacturer narrative:
The product evaluation and the returned product were evaluated by engineering. Because there were occlusion problems during use the evaluation started with an eccentricity test. The balloon was aspirated twice then inflated with 20cc of air per the mpi. The inflated balloon was compared to the two views on the eccentricity spec and the eccentricity is acceptable. Water was introduced into the balloon to try to detect any leaking however there were no leaks observed during this inflation. Water was introduced into the pressure and infusion lumens and the water flows from where it should the balloon could not be inflated to 90 cc since it burst after the first measurement was taken. After inflating to 35 cc the balloon took a very eccentric shape. Instead of inflating on either side of the catheter shaft the balloon inflated only on one side of the shaft. Due to the nature of the inflation it is possible that the balloon may not have been occlusive at 35 cc and more volume was needed in the balloon. A review of manufacturing records indicated no nonconformities. Instructions for use were reviewed. The root cause of that caused the balloon to the eccentric cannot be determined. The customer did follow all the steps listed in the IFU as stated in the complaint. Each endoclamp catheter undergoes 100% functional and visual testing before packaging and hence this eccentricity cannot be attributed to a manufacturing error. There will not be a CAPA initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation is currently underway to determine root cause of event. No direct patient injury reported but there was a prolonged operating room time due to difficulty with occlusion of aorta.